Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 27 mg/dl. Cause was not known. In addition, it was reported that out of range issues occurred between the transmitter and pump. No additional information was provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, no response was received from the customer.